Event description:
Discordant sodium (na) and chloride (cl) results were obtained on multiple patient samples on a dimension rxl max with hm instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate dimension instrument, resulting as expected. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to discordant sodium and chloride results.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and discovered that the integrated multi-sensor technology (imt) was showing a high bias. The cse replaced the diluent tubing, the x seal and the mono-pump tip. The cse adjusted the pump rate and ran a dilution check, which passed. The cse ran quality controls on ten patient samples, which were within acceptable ranges. The cause of the discordant sodium and chloride results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.